Event description:
The pt awoke thirsty at 3/a on 5/27 with pt's side hurting. Pt's blood glucose was tested on a one touch basic meter at 9/a with a result of 178 mg/dl. Pt took his usual morning dosage of 65u 70/30 insulin, showered and went to work. Pt returned home at 3/p that afternoon feeling worse. Pt was transported to the emergency room where a laboratory blood glucose result of 800 mg/dl was obtained. The pt was treated with insulin and released. On 5/28, the pt compared his one touch basic with a laboratory test with results of 196 mg/dl and 525 mg/dl respectively. Pt was advised by his physician to return home and take his usual insulin.